Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Treatment, cause, and outcome were not reported. Pd therapy was ongoing. No additional information is available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). Catalog number - the patient was prescribed two product codes for this product. It is unknown which product code was in use at the time of the event. A batch review was conducted for potentially associated lot numbers h13h08043, h13h20055, h13k04070, h13k06034, and h14a22089. There were no issues detected during the manufacturing processes. As the sample was not returned, a complete device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).